Event description:
A nurse reported that a dull knife was experienced during surgery. The knife was exchanged for a new one and the procedure was completed without any impact on the pt. This is the second of four reports being filed for this facility.

Manufacturer narrative:
One opened sample was returned. Eval of the sample showed the following results: the sample was examined using 10x magnification and found to have a damaged tip and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR¿s acceptance criteria. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. However the root cause could not be determined inclusively. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).